Manufacturer narrative:
Based on the x-rays from the initial surgery ((B)(6) 2010), it appears that the two superior screws were positioned short of the vertebral body. It appears that due to patient movement, the screw became unseated prior to bone fusion causing the fracture of the tissue shield assembly.

Event description:
During the initial surgery performed on (B)(6) 2010, one 62mm tissue shield assembly and eight 4.0 x 16.0mm screws were implanted during the acdf surgery. Due to patient discomfort, he contacted a different doctor and upon the review of the x-ray found the tissue shield had fractured due to screw movement. The removal surgery was performed on (B)(6) 2011. The tissue shield, plate and screws were removed with no issues noted. Bone fusion was present; no additional appliances were installed.